Event description:
It was reported that the patient's system controller stopped alarming for power cable disconnects during power source changes. However, during a self-test the alarm sounded as intended. Log file analysis showed signs of damaged power cables. The controller was exchanged, and the alarms resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not properly alarming while power source is exchanging was not able to be reproduced. The returned system controller was functionally tested and it was found to function as intended. A full functional test was performed, and the system controller passed all test steps. All audio and visual signals were verified during the test. The system controller was connected to different power sources (test 14v batteries and power modules) and when the controller¿s power cables were disconnected the power cable disconnected alarm activated as expected. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The system controller was disassembled, and visual inspection of the internal components was unremarkable. The power cables internal wires were measured and there were no compromised wires observed. The data log file was successfully retrieved and contained events recorded from the time stamp of day 1878, 1 hour and 35 minutes to time stamp of day 1891, 0 hours and 36 minutes where one low voltage advisory and multiple power cable disconnect alarms were recorded. The log file contained some atypical voltage levels and a controller cell low was also captured at the end of the log file. The pump support was not affected and the system maintained the set speed with no interruptions. A specific root cause for the atypical voltage levels and alarms captured in the log file was not able to be determined. The system controller (B)(6) operated as intended and all required audio and visual alarms were verified during analysis. The shop orders were reviewed, and the records revealed the system controller was manufactured in accordance with manufacturing or quality assurance specifications. Patient handbook rev. D, operating manual, instructions for use rev. B covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. The patient handbook advises the user to call the hospital contact person if there is any questions or concerns regarding the heartmate ii lvas equipment including the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not properly alarming while power source is exchanging was not able to be confirmed. Two log files provided by the customer were reviewed. The first log file contained events recorded from the time stamp of day 1876, 0 hours and 40 minutes to day 1889, 3 hours and 38 minutes where one low voltage advisory and multiple power cable disconnect alarms were recorded. The log file contained some atypical voltage levels associated with the controller white power cable and a controller cell low was also captured at the end of the log file. The pump support was not affected, and the system maintained the set speed with no interruptions. The data contained in the second log file indicated that the log file was retrieved from the replacement controller. The first entries were consistent with the set speed being adjusted form the 6000 rpm (manufacturing default speed) to 9200 rpm first. There were several entries where it appears that the external power was disconnected from the controller. The controller was connected to a pump for approximately for one minute and then disconnected. The speed was adjusted to 8800 rpm (the patient speed recorded in the first log file/exchanged controller) and the controller was connected to the pump. The remaining data captured in the log file revealed the system maintained the set speed of 8800 rpm and there were multiple power cable disconnect alarms and intermittent low voltage advisory alarms while on batteries recorded. There were some decreased voltage levels captured while the system controller was connected to a power module. In conclusion, a specific root cause for the atypical voltage levels and alarms captured in the log file retrieved from the system controller, serial number (B)(6), was not able to be determined. The system controller (B)(6) was not returned for evaluation. Per the additional information the controller was exchanged; however, the products will not be returned until the patient is transplanted. As a result, the file will be closed and will be re-opened in the event the product is returned for evaluation. Device history records were reviewed, and the records revealed the system controller was manufactured in accordance with manufacturing and quality assurance specifications. The patient handbook and instructions for use (IFU) covers all alarms (visual and audible) on the system controller and what actions should be performed when they do occur. The patient handbook also advises the user to call the hospital contact person if there is any questions or concerns regarding the heartmate ii left ventricular assist system equipment including the system controller. No further information was provided. The manufacturer is closing the file on this event.